Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter in two pieces. The hypotube and shaft were microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and there was a complete hypotube separation 73.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was in a coronary artery. A 2.50mm x 8mm emerge¿ balloon catheter was advanced to for dilation but as it was being inserted, the shaft fractured at a location outside the patient's body. The device was completely removed from the patient and the procedure was completed with another non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was in a coronary artery. A 2.50mm x 8mm emerge balloon catheter was advanced to for dilation but as it was being inserted, the shaft fractured at a location outside the patient's body. The device was completely removed from the patient and the procedure was completed with another non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.